Event description:
The report is from the study. The pt had 5 stents placed. A dissection occurred post implant of the 5th stent, there is no indication this was treated. The following day the pt had st-elevation, elevated cardiac enzymes and ventricular tachycardia. Addendum event date 2008: the pt had been well since the index procedure but had been experiencing chest discomfort on exertion over the last few weeks. About 5 days prior, the pt's exercise test performance was poor. The pt had a angiogram and reptca on the event day. The report indicates that there was 80% restenosis in the first obtuse marginal and 85% focal restenosis and peri-stent restenosis in the mid circumflex. There was no restenosis in the other stents and timi flow was 3. The mid circumflex was treated with xience 3.0 x 15mm and 3.0 x 12mm stents. The first obtuse marginal was also treated, but it is not indicated how it was treated. There was 10% restenosis in the proximal and mid lad stents, which was not treated. The report also indicated that the 5th stent implanted in the distal lad was implanted due to a dissection. There is no indication what device caused the dissection. Therefore, the 4th stent implanted in the mid lad will be reported for this event. The pt was a male with 3-vessel disease. Five lesions were treated during the index procedure. The pt had a medical history of obesity, hypertension, hyperlipidemia, smoking, and a family history of coronary artery disease. The indication for the procedure was stable angina pectoris. Cardiac enzymes were normal pre-procedure. The 1st target lesion was in the obtuse marginal. The vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure stenosis was 80% and post-procedure stenosis was 0%. The lesion was de novo, slightly angulated and a type a classification. The lesion was pre-dilated with a 2.5 x 12mm balloon at 12 atm. A device was deployed at 18atm. The 2nd target lesion was in the distal circumflex artery. The vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0%. Timi flow was 3. The lesion was de novo, irregular contour and concentric. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 12atm. A device was deployed at 14atm. The 3rd target lesion was in the proximal left anterior descending artery (lad). The vessel diameter was 3.5mm and the lesion length was 10mm. Pre-procedure stenosis was 70% and post-procedure stenosis was 0%. The lesion was de novo, concentric and a type a. The lesion was not pre-dilated. A device was deployed at 16atm. The 4th target lesion was in the mid lad. The vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure stenosis was 70% and post-procedure stenosis was 0%. The lesion was de novo and a type b1. The lesion was pre-dilated with a 2.5 x 12mm balloon at 8atm. A device was deployed at 18atm. The 5th target lesion was in the distal lad. The vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0%. The lesion was de novo with irregular contour. The lesion was pre-dilated with a 2.5 x 8mm balloon at 10atm. A device was deployed at 10atm because of a dissection, there is no indication what device caused this dissection. It is noted that a distal edge dissection occurred. Post-procedure peak ck was <2 times above upper normal level (unl). The day after the procedure the pt had transient st elevation on the ECG and 6 beat ventricular tachycardia. The event reverted spontaneously. The pt was discharged two days later.

Manufacturer narrative:
This product, is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. This is one of 3 products involved with the reported event. The associated MFR report numbers are 9616099-2008-01669 and 9616099-2008-01671. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg qual plan. Add'l info will be submitted within 30 days of receipt.